Event description:
Since 2004 pt has experienced three hypoglycemic episodes. During one of the incidents, the pt lost consciousness while driving and wrecked their vehicle (blood glucose = 23 mg/dl). Pt was taken by ambulance to the ER (treatment received: IV dextrose and food).